Event description:
During the procedure, an orange piece of plastic was noted inside the sheath. A needle was used to removed the plastic piece from the sheath and the procedure was completed without exchanging the device. There were no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. However, two images were submitted to for review. The photographs appeared to show an introducer with an orange foreign material. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported orange piece of plastic in the sheath could not be conclusively determined.